Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the cartridges were filled with 110 units of insulin. During the time of the call, the customer added additional insulin to the cartridge, and was able to successfully complete the load process. The customer reported blood glucose level was in the 100's up to 160 (mg/dl).